Event description:
It was reported that the device was explanted; however, the explant reason is unknown. No further details were provided. Two follow up attempts were made to obtain additional information. No response was received.

Manufacturer narrative:
Device not returned.